Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the red port was disengaged and not received. The blue port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the blue lumen had the guide wire inserted, no occlusion noted. The distal end of the cannula was clamped and a water bath test was performed on the blue lumen side, no air bubbles detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged red port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, blood leakage was found at the connection between the transparent silicone hose and the red and blue head. There are no other products being utilized with the device. It was stated that the catheter was not repaired, tego was not utilized, there was no luer adapter issue, no cleaning agents were used. There was blood loss of 3ml, no transfusion was done and no intervention was required. It was not known if the device was replaced. There was no reported patient injury.

Event description:
According to the reporter, during treatment a blood leak was found at the connection between the transparent silicone hose and the red and blue head. It was stated that another catheter was opened and its red port was used to replace the port on the first device. There are no other products being utilized with the device. There was blood loss of 3ml and no transfusion or intervention was required. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the red port was disengaged and not received. The blue port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the blue lumen had the guide wire inserted, no occlusion noted. The distal end of the cannula was clamped and a water bath test was performed on the blue lumen side, no air bubbles detected. It was reported to pmv that the received product was opened during the complaint event, and the red adapter port, which was not received, was used during the event and was not returned. The customer reported that the red adapter was present when the received device was open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.